Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the infection was noticedthe week before surgery. The cause of the infection wasn¿t determined, but the battery, extension, and lead were sent in for culture. During surgery they noticed the battery pocket had a lot of fluid and the surgeon believed the infection originated in the pocket and worked its¿ way up the extension and lead and thus the entire system was removed. The patient was put on antibiotics, but it was unclear if any other actions took place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial# (B)(6); implanted: (B)(6) 2024; product type extension product ID b3400060m lot# serial# (B)(6); implanted: (B)(6) 2024: product type extension product ID b3300542 lot# serial# (B)(6): implanted: (B)(6) 2024; product type lead product ID b3300542m lot# serial# (B)(6); implanted: (B)(6) 2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 30-jan-2026, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(6), ubd: 21-mar-2025, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(6), ubd: 16-nov-2024, UDI#: (B)(4); product ID: b3300542m, serial/lot #: (B)(6), ubd: 03-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative that the patient had an infection of the extensions. The md was removing the extensions and may remove the leads depending on the infection site's appearance. The md was sending cultures for further evaluation. The caller indicated that the patient had been doing well with dbs therapy. Troubleshooting was not required. The issue was not resolved through troubleshooting.